Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascys0117 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after flushing the device, the small cap located between the two clamps on the extension tubing allegedly came off and the patient got blood and saline on their shirt and consequently, the system was open to air. Additional information received 8 jan 2021: it was reported the clamps were both clamped and a cap was put on the end to close it off. No patient harm was reported.